Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID 3389s-40, lot# v016338, implanted: (B)(6) 2007, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3389s-40, lot# v016338, product type: lead. (B)(4).

Event description:
Information was received from the patient that reported they had skin discoloration at the left implantable neurostimulator (ins) site and the ins was eventually replaced. The left side ins was replaced because of a problem with his skin in "(B)(6) of 2011". The skin was discolored where the ins was in his chest. They thought it was within one year of implant in 2008. The patient had irritation around the ins site. The system had helped greatly and it still worked perfectly. The only issue was that it looked bothersome. The patient's status was fair. The patient was going to see their health care professional (hcp) to look over the system. The patient was implanted for parkinson's dual and movement disorders. Further follow-up was being conducted to determine what steps/troubleshooting were taken to resolve the skin discoloration and irritation at the left side ins site. If additional information is received, a follow-up report will be submitted.